Event description:
It was reported that the patient underwent a transforaminal fusion surgery on the lumbar region of her spine from l5-s1 using rhbmp-2/acs placed outside the cage in the disk space. The patient currently experiences low back pain, radiculopathy, shaking in her left leg, and difficulty ambulating, requiring use of a cane. These serious injuries prevent patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012: the patient was pre-operatively diagnosed with l4-l5 and l5-s1 degenerative disc disease and lateral recess stenosis; and underwent the following procedures: l5-s1 laminectomy with decompression of nerve roots. L5-s1 transforaminal discectomy, a rthrodesis, and interbody fusion using peek cage. Percutaneous pedicle screw fixation and fusion, l4, l5, s1. Findings of MRI: severe degenerative disc disease at l5-s1 with superimposed l4-l5 mild degenerative disc disease. Lateral recess stenosis, l5-s1. As per op-notes, "this disk material was removed using again a series of pituitary rongeurs. At this point using paddle distractors, a distraction of l5-s1 to 12 mm. Once distraction was achieved, the disk space was prepared for fusion using a series of curettes. Cartilaginous endplates were then removed for arthrodesis. Copious amounts of antibiotic irrigation were then used. The disk space was then filled anteriorly with the local bone that was saved, bone morphogenetic protein (bmp), and demineralized bone matrix. Final implant positioning was confirmed by fluoroscopy. There was good fill of the disk space with fusion material. At this point, percutaneous screws were placed into l4, l5, and s1.¿ the patient tolerated the procedure well without any intraoperative complications.